Event description:
It was reported the epg (external pulse generator) cannot be switched on. The epg was returned for repair. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit board was out of specification. It was also noted that the lower case and both bail covers were broken, and the ring cover, both bail covers, ring cover screw and ring were missing.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4): analysis confirmed the initial report, the main printed circuit (pc) board was out of specification. It was also noted that the lower case and both bail covers were broken, and the ring cover, both bail covers, ring cover screw and ring were missing. A detailed analysis of the main pc board was performed. This analysis found that the erasable programmable read only memory (eprom) socket was damaged which caused data bus corruption, timer timeout, and a self-test failure resulting in improper unit function.